Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump has unexpected battery power loss. It was also mentioned that the customer woke up and the screen was blank so he changed the battery and there was a replace battery alert. Blood glucose level was 143 mg/dl at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display anomalies noted. Device received with the suspend on low functioning properly during testing using the glucose sensor simulator. Insulin pump trace download analysis confirmed the pump alarmed low battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alert and replace battery now alarm due to connector resistance electronic board. After disconnecting and reconnecting the internal battery connector on electronic board, the insulin pump was monitored and functioned properly.